Event description:
On 04/28/2010, the lay user/patient contacted lifescan (lfs) to report the one touch ultra 2 meter would not power on. The sr. Medical surveillance specialist was able to classify the complaint based on the info originally provided. On approx (B) (6) 2010, the pt determined the reported meter would not power on after it had been dropped and stepped on. After this meter issue, the pt took her usual insulin regimen. One day later, the pt experienced the symptom of frequent urination. The pt did not seek any medical attention or treatment. The pt manages her diabetes with levemir insulin and novolog insulin on a sliding scale. The meter and test strips were replaced. There was misuse of the product in that it was dropped and stepped on. The pt allegedly suffered symptoms suggesting severe hyperglycemia after she was unable to test her blood glucose levels due to the meter issue. Therefore, this complaint is being reported.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.